Manufacturer narrative:
Customer service conducted troubleshooting with the customer, disassembling, inspecting, cleaning and reassembling the kit and tubing set; the customer stated she cleans her parts as directed. Customer service provided the customer with a link for breast shield sizing. The troubleshooting did not resolve the issue. A replacement device was offered to the customer and the customer declined at this time. The customer was contacted by a complaint handler on multiple occasions, including in writing, to get additional information, with no response as of the date of this report. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2021, the customer contacted medela llc and alleged she was not fully expressing with her freestyle flex breast pump, although she is able to find her maximum comfort level. She also alleged she had mastitis due to a mixture of her pump and breastfeeding, has seen her physician, and was given antibiotics.